Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. Technical services suggested the patient be seen in the clinic and evaluated. Additional information has been requested but not provided. Due diligence has been completed. The rv lead remains in service. No adverse patient effects were reported.